Event description:
A malfunction alarm identified as malf 9 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support provided information on resetting the pump and assisted the customer with the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while also being instructed to call back if the malfunction code reappears.